Event description:
During testing at the user facility, when disconnected from ac power the device powered off and alarmed with a continuous audible alarm tone for less than 3 mins while on battery power. Prior to testing, the customer reported the device did not work. There were no reports of any adverse pt events or delays in the critical therapies while the device was clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, when disconnected from ac power, the device powered off and alarmed with a continuous audible alarm tone for less than 3 minutes while on battery power. The probable cause is due to the battery. This report represents all the info known by the reporter upon query by hospira personnel.